Event description:
It was reported that patient experienced a 1-minute pump stop, 8 low flow alarms, 2 low voltage alarms, and 5 pulsatility index events while patient was at home. There were no alarms when patient presented to clinic. Log files were submitted for evaluation. The log file contained an abnormal pump stop, low flow hazard and low speed hazard alarms. It appeared that previously documented driveline damage had matured and became a phase to phase short. The patient underwent a percutaneous lead distal end replacement on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d9: a portion of the percutaneous lead returned for evaluation. Section h6: medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low speed and pump stop events; however, evaluation of the replaced external portion of the driveline from (B)(6) did not confirm an issue that would have contributed the reported events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared consistent with potential driveline wire compromise. The submitted system controller log file contained events and data from 14mar2025 through 20may2025. Low speed and pump stop events were captured on 20may2025 while the patient was connected to the power module. Low speed advisory, low speed hazard, low flow hazard, and low battery hazard alarms were captured during this timeframe. Following these events, the pump ramped back up to its set speed without issue. No other notable events or alarms were observed. A distal-end driveline replacement was performed on (B)(6) 2025 and approximately 22.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The pins of the metal connector appeared unremarkable. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline layers were carefully removed to evaluate the underlying wires. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on the heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number 11697 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate ii patient handbook rev. A are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.